Event description:
Procedure type: low anterior resection. According to the rptr: when the idrive adapter was attached to the radial reload it was cycled. The jaws shut, but would not open. We attempted to twist the reload on tighter, but it didn't make a difference. The closed reload was detached and a new radial reload was attached. Upon cycling it successfully closed/ opened but when placed on tissue, closed and fired the device barely advanced the blade and a strange noise was heard. At this point we ceased use of the powered handle, grabbed a new radial reload and used in conjunction with an egia ultra handle. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).